Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx closure device was implanted. Prior to the procedure a baseline pe measuring 1.2mm was present. At the close of the procedure, the baseline pe remained unchanged, continuing to measure 1.2mm. Approximately 1 hour post-procedure the patient experienced shortness of breath. The baseline pe was noted to have grown. A pericardiocentesis was performed and the patient is reported to be fully recovered.